Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted stomach to jejunum to treat a stricture during an ultrasound endoscopic (eus) gastroenterostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange seemed to be glued to the catheter tip, making it impossible to open and causing dislodgement of the distal flange into the peritoneum upon opening the second flange, as the catheter retracted along with the distal flange. It was not possible to pass a wire through the catheter tip, so a stent-in-stent approach was not feasible. The stent was removed, the gastric perforation was closed, and the enteral perforation was sealed with a partially covered duodenal stent. Therefore, the procedure was completed by replacing and using a different device. It was reported that the patient is currently asymptomatic and doing well, although some degree of peritonitis is anticipated in the coming days. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastroenterostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the additional device required to close the gastric perforation and seal the enteral perforation. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: an axios stent with electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully expanded and deployed. The inner sheath was observed to be kinked. Functional testing was performed by loading the device with a guidewire; the guidewire exited the nose cone as intended; however, advancement was difficult due to the kink identified in the inner sheath. Product analysis confirmed the event of device difficult to advance guidewire. The events of stent failure to deploy and stent positioning issue could not be confirmed. However, stent positioning issue is listed in the instructions for use (IFU) as a potential adverse event associated with device use. The investigation determined that the reported difficulty advancing the guidewire was most likely associated with procedural factors, such as lesion characteristics, device handling, and physician technique, including the application of force, which may have contributed to the observed damage to the inner sheath and impeded guidewire advancement. However, it could not be determined whether the reported clinical observation of stent failure to deploy was related to procedural technique, anatomical conditions, or device performance. It was reported that the axios stent was intended for use during an endoscopic ultrasound (eus) gastroenterostomy procedure. However, the device is indicated for transgastric or transduodenal endoscopic drainage of pancreatic pseudocysts with at least 70% fluid content, gallbladder drainage in high-risk surgical patients with acute cholecystitis, and biliary drainage after failed ercp in patients with malignant biliary obstruction. Based on the available information, the overall root cause of the reported events was determined to be a known inherent risk of the device. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Additionally, stent positioning is noted within the IFU as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the additional device required to close the gastric perforation and seal the enteral perforation. Block h11: an axios stent with electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully expanded and deployed. The inner sheath was observed to be kinked. Functional testing was performed by loading the device with a guidewire; the guidewire exited the nose cone as intended; however, advancement was difficult due to the kink identified in the inner sheath. Product analysis confirmed the event of device difficult to advance guidewire. The events of stent failure to deploy and stent positioning issue could not be confirmed. However, stent positioning issue is listed in the instructions for use (IFU) as a potential adverse event associated with device use. The investigation determined that the reported difficulty advancing the guidewire was most likely associated with procedural factors, such as lesion characteristics, device handling, and physician technique, including the application of force, which may have contributed to the observed damage to the inner sheath and impeded guidewire advancement. However, it could not be determined whether the reported clinical observation of stent failure to deploy was related to procedural technique, anatomical conditions, or device performance. It was reported that the axios stent was intended for use during an endoscopic ultrasound (eus) gastroenterostomy procedure. However, the device is indicated for transgastric or transduodenal endoscopic drainage of pancreatic pseudocysts with at least 70% fluid content, gallbladder drainage in high-risk surgical patients with acute cholecystitis, and biliary drainage after failed ercp in patients with malignant biliary obstruction. Based on the available information, the overall root cause of the reported events was determined to be a known inherent risk of the device. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Additionally, stent positioning is noted within the IFU as a possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted stomach to jejunum to treat a stricture during an ultrasound endoscopic (eus) gastroenterostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange seemed to be glued to the catheter tip, making it impossible to open and causing dislodgement of the distal flange into the peritoneum upon opening the second flange, as the catheter retracted along with the distal flange. It was not possible to pass a wire through the catheter tip, so a stent-in-stent approach was not feasible. The stent was removed, the gastric perforation was closed, and the enteral perforation was sealed with a partially covered duodenal stent. Therefore, the procedure was completed by replacing and using a different device. It was reported that the patient is currently asymptomatic and doing well, although some degree of peritonitis is anticipated in the coming days. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastroenterostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted stomach to jejunum to treat a stricture during an ultrasound endoscopic (eus) gastroenterostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange seemed to be glued to the catheter tip, making it impossible to open and causing dislodgement of the distal flange into the peritoneum upon opening the second flange, as the catheter retracted along with the distal flange. It was not possible to pass a wire through the catheter tip, so a stent-in-stent approach was not feasible. The stent was removed, the gastric perforation was closed, and the enteral perforation was sealed with a partially covered duodenal stent. Therefore, the procedure was completed by replacing and using a different device. It was reported that the patient is currently asymptomatic and doing well, although some degree of peritonitis is anticipated in the coming days. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastroenterostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the additional device required to close the gastric perforation and seal the enteral perforation.